Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed static fill estimate while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that issue could occur due to large variance in measured pressures used to calculate remaining insulin and was advised that fill estimate would begin to decrease normally once actual insulin amount matched static value, and customer understood and acknowledged this explanation.